Manufacturer narrative:
Concomitant products: product ID 8709, lot # l59319, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pain pump got infected about 10-12 years ago. The patient had to have 4 surgeries to correct the issue. Additional information has been requested, but had not been received as of the date of this report.